Event description:
It was reported that: "opened "f" liner by mistake. We needed an "e" liner but the packaging seems make the "f" look like a "g". Three of us looked at the package and thought it was an "e" liner. We did not realize it was an "f" until it would not fit the cup."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.